Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 4 devices were received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 4 reported events were not confirmed. Evaluation results: 4 devices were found to be affected by a worn rotor housing. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 7 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 5 reported events were not confirmed. Evaluation results 5 devices were found to be affected by a worn rotor housing.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 previously reported events are included in this follow-up record. Product return status 6 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. - 7 events had no patient involvement; no patient impact.